Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after an interventional procedure. Reportedly, the proglide device was advanced on the guide wire without issue and the lever was lifted to open the foot; however, the proglide device became stuck and was unable to be advanced or pulled back. The foot had not opened completely. The proglide device remained stuck in the artery and had to be broken in order to remove it from the patient anatomy. There was reportedly a breakage at the junction between the distal and proximal guide. A surgical bypass was performed to repair the artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide detachment was confirmed. The reported failure to deploy the foot and device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure due to downward force applied during device insertion attempt. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.